Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and the customer¿s partner assisted the customer by administering orange juice and yogurt to address the elevated bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.